Manufacturer narrative:
(B)(4). A batch review will be performed. One used sample was received with approximately 190 ml of fluid in the bladder. Visual inspection shows no signs of occlusion or blockage that could have caused the reported problem. After the luer cap was removed from the distal luer, continuous flow was immediately observed at the distal luer. Flow was also observed when the pcm button was pressed. The sample was working within specification. Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that a japanese basal/bolus large volume infusor experienced a no flow. This was observed during infusion of an unknown medication. There was patient involvement; however, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.